Event description:
Iabp alarm noted on monitor - "leak in iabp circuit". Inspected insertion and observed blood within transparent sheath. Due to concern for leak within closed circuit, iabp was removed from patient by md.